Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was tethered into the valve. The physician cut the lead at the superior vena cava (svc). The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was tethered into the valve. The physician cut the lead at the superior vena cava (svc). The lead was surgically abandoned. No additional adverse patient effects were reported.